Manufacturer narrative:
The account replaced the brake casters and brake steer casters to resolve the issue.

Event description:
The account alleged the brake casters rotate to the side while in brake mode if the bed is pushed. No injury reported.